Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 650 mg/dl. The patient was thirsty and had blurred vision. For treatment, the patient was given insulin injections. The patient was discharged from the hospital after 24 hours. The cannula was dislodged, while wearing the pod between 4 and 24 hours on the abdomen. Additionally, the patient stated this was strictly a pod placement issue, stated there was nothing wrong with the pod but the pod was not all the way in where the infusion site was place due to being too far down on her abdomen.